Event description:
During the pulmonary vein isolation procedure, air aspiration was noted. Immediately after insertion of the sheath into the patient's right atrium, air was aspirated when negative pressure was applied. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air intrusion into the patient's body has not been confirmed. No additional venipuncture was performed for sheath replacement.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not received in the product performance engineering lab for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.